Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and on (B)(6) 2016 found that barcode reader still not reading very well. Problem appears to be label related. Customer will investigate further and try to determine source of the problem. Advised customer as to the cost of a new reader. The most probable cause of the reported event was due to barcode reader labels.

Event description:
On (B)(6) 2016, the customer reported barcode read errors with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.